Manufacturer narrative:
Based on additional information received from the initial reporter received on 13-aug-2019 section b5 was updated. Based on the updated event description, this event is no longer considered a reportable malfunction and no further reports will be forwarded.

Event description:
The customer reported that the needle is blocked/occluded.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the syringes lock up and do not plunge.